Event description:
Procedure: bilateral inguinal hernia. According to the reporter: the surgeon was using the device, upon entry into the abdomen and securing the foam cuff, the clip above the foam cuff came off the port. The surgeon removed the port from the sterile area and another port was opened. There was no harm or blood loss was caused as a result of the incident, no piece (s) fell into the surgical cavity.

Manufacturer narrative:
(B)(4).